Event description:
The product was used during a laparoscpic hernia repair procedure. Reportedly, the staple line did not hold. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The subject device was returned and test fired satisfactorily, therefore, the exact cause of the condition could not be reliably determined.